Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing did the event occur?- first firing. What color cartridge was being used?- white reload was being used, and it was sent back in the product complaint package. Did the device eventually open? If no, how was the device removed from the tissue? ¿ yes. Surgeon had to pull very hard to open. The analysis showed that the ats45 device was received with the articulation mechanism damaged making it difficult to open. The device was received with a tr45w cartridge reload partially fired 1/2 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Furthermore the cartridge reload was noted to be broken in two pieces. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation bands were found broken the broken pieces were preventing the device from opening with ease. While no conclusion could be reached as to how the articulation bands became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, the stapler would not open. The tissue was stuck in the jaws. There were no patient consequences. Case completed with another device of the same product code.